Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported the ipg will be explanted due to a loss of stimulation and discomfort at the ipg pocket. It is currently unk if the ipg will be returned to the MFR for post-explant analysis. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.